Event description:
Reportable based on device analysis completed on 02-jun-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced for treatment but the stent could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
The synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal stent flaring. The undamaged crimped stent was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.